Event description:
After completion of right lower extremity arteriography, and stent placement with angioplasty of right femoral artery using ultrasound guidance for femoral to femoral gore-tex right to left arterial graft access, attempt was made for a percutaneous perclose closure of left common femoral artery over now a bentson guidewire. The perclose closure device got stuck in the artery and upon attempt to somewhat remove it to place the guidewire in the device, the perclosure device broke. Patient was taken to surgery for a left groin exploration, removal of fem bypass graft foreign body (consistent with perclose device) and closure of graftotomy.